Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges being hospitalized for "complete respiratory shutdown" in 2023 and stated that he became sick using the device and wants to return the replacement device. Patient states that she is better now and is still on prednisone, so she doesn't have more exacerbations. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has been returned, following fields has been updated in this report. In box d: device available for eval?, date returned to mfg has been updated. Section h6 has been updated.

Manufacturer narrative:
Device evaluation information was received on 07/30/2025, and section h10 should be reported as: the manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges being hospitalized for "complete respiratory shutdown" in 2023 and stated that he became sick using the device and wants to return the replacement device. Patient states that she is better now and is still on prednisone, so she doesn't have more exacerbations. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the product investigation laboratory observed the following from an external and internal inspection. The water tank lid, water tank seal, and water tank had a dust like contaminate and showed evidence of liquid spots with potential mineral deposits to them. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the potential mineral deposits along the top of the water tank, just below the rim of the top of the tank, and well above the maximum fill line. Hairlike fibers on the water tank lid and the heater plate spring. A dust like contaminate along with hairlike fibers were on the ui bezel, top enclosure, inlet/outlet seal, heater plate, and the bottom enclosure. A dust like contaminate was also on the iso port (international organization for standardization), center enclosure, blower box cap, blower box, blower bellow, and the blower motor. Evidence of liquid spots with potential mineral deposits on the top enclosure, iso port, center enclosure, blower motor, heater plate, heater plate spring, and the bottom enclosure. Missing the power supply and power cord. Small cracks were observed around the water tank pan on the bottom with no leaking. Potential no clean flux on the sd card slot of the pca. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. 0 errors were logged. Pil was not able to address the symptom specified. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: (device) problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.